Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient stated she was feeling bad and called the ambulance. Upon arrival the cgm reading was 92 mg/dl and the bg was 800 mg/dl. She was transported to the hospital, admitted for ketoacidosis and remained there for 8 days including 2 days in the intensive care unit (ICU). At one point during hospitalization the cgm read 100 mg/dl and the bg was over 400 mg/dl treatment details were not provided. At the time of contact, the patient was discharged from the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.